Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) belgium alleging a patient's onetouch veriopro meter read inaccurately high compared to another device. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests his blood glucose 3-4x daily. The patient manages his diabetes with novorapid insulin (2 units per carbohydrate) and lantus insulin (30 units). The alleged issue began one morning in (B)(6) 2012. It was reported, the patient obtained blood glucose results of "88 mg/dl" with the subject meter and "30 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. Immediately prior to testing, the reporter claims the patient "felt powerless" which the patient associated with low blood glucose. The patient drank a sports drink as treatment. A few days prior to the alleged issue, the patient reportedly lowered his usual dose of lantus insulin. Previous blood glucose results were not provided. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly obtained a blood glucose result of "30 mg/dl" with another device which is suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.